Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated. The patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively.